Event description:
The reporter stated that the unit is not recognizing syringe size. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Our techs could not confirm syringe size error when syringe is loaded. Alleged failure could not be detected and the cause of the event is unk.